Manufacturer narrative:
This complainant is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient has a broken bolt within the femoral component. Pain, decreased range of motion and loosening of the femoral component were noted.